Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when they removed the sensor the electrode was missing. The customer¿s blood glucose level was 109 mg/dl. The customer reported that the sensor also had a few errors. Customer reported the sensor was fractured while in the body. Customer reported the sensor was no longer in the body. Customer reported that they did not receive medical treatment as a result of the sensor fracturing while still in the body. The sensor will not be returned for analysis.